Event description:
It was reported that, during a procedure, the warming drape was leaking and had a hole in the drape. Antibiotics were prescribed as a preventative measure. No additional injury was reported.